Event description:
It was reported that during percutaneous transluminal coronary angioplasty/ stent procedure, the stent was deployed in a diffusely diseased proximal right coronary artery lesion, which caused a spiral dissection. Another stent was successfully deployed in the dissection. The pt remained stable throughout the procedure.